Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. A leak of tenckhoff tube and solution flow out of it. The catheter was pulled due to a "break" and leaking. Another catheter was not placed because the pt thought therapy was unsafe. The pt transferred to different dialysis modality-hemodialysis. The catheter was leaking near the adapter.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.